Manufacturer narrative:
The field service engineer replaced the circulation pump of the ise and the temperature sensor. He performed hardware tests and check tests. The investigation determined the service actions resolved the issue. Medwatch fields d1-d4, g1, and g4 were updated.

Manufacturer narrative:
There was an allegation of an additional questionable triglyceride result from the cobas c 503 analytical unit on 22-may-2024. The initial result was 201 mg/dl and the repeat result was 69.7 mg/dl. The customer used reagent lot 779012. The investigation is ongoing.

Manufacturer narrative:
The cobas c 503 analytical unit serial number was (B)(6). The field service engineer checked, cleaned, and adjusted various parts of the analyzer. He ran performance checks that were acceptable. The investigation is ongoing.

Event description:
There was an allegation of a questionable triglyceride result from the cobas c 503 analytical unit. The initial result was 572 mg/dl. The repeat result was 109 mg/dl. The questionable result was not reported outside of the laboratory.